Manufacturer narrative:
This patient with esrd on peritoneal dialysis and using a cycler developed a lower and lateral leg skin infections diagnosed as cellulitis requiring a hospitalization. The initial call to alert us of this event was placed to request instructions on how to disconnect the cycler. There is no history of therapy or device related problems, and it is not likely this even was caused or contributed by the use of the cycler or therapy. This event does not meet criteria for serious injury MDR. A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information a MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.

Event description:
A peritoneal dialysis (pd) patient's caregiver called for support in removing the patient from the cycler to go to the emergency room (ER) to have a skin infection assessed. The following information is from medical records received from the patient's treatment facility. The patient presented to the emergency room with complaints of infection to the left lower extremity. The next day she also had a lesion on her right thumb. She was diagnosed with cellulitis and treated with cefepime. She was discharged on (B)(6) 2014.